Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The ipp pump was removed and replaced due to unspecified device performance issues. The procedure was successfully completed. There were no patient complications in relation to this event.